Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that main drawers 3.1 and 3.2 were not detected on the bus. No failures were observed on the device upon arrival. The user logged into the station and performed an inventory count. It was found that drawer 3.1, row b, was malfunctioning. A field service engineer (fse) powered off the device, found a loose row board cable, and reseated the row board. The fse then logged into the hardware test application and tested the functionality. The drawers functioned properly after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawers were failed and not detected on bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.